Event description:
The patient reported that their omnipod 5 personal diabetes manager had administered an unprogrammed bolus.

Manufacturer narrative:
The physical device has not been received/returned to date. Cloud data for the day of 16aug2025 was reviewed. Review of the cloud data showed that several hours after a 30u bolus was delivered, the reported 16.7 u bolus was delivered. The cloud data showed that the bolus calculation was based on a blood glucose value entry of 394 mg/dl, and no carbs were provided. This bolus was not manually adjusted, and the bolus calculator's suggested bolus volume of 16.7 u was delivered. The cloud data contains no further evidence of interaction with the controller in order to program, confirm, and deliver the 16.7 u bolus. Without evidence of interaction with the controller, it could not be conclusively determined if this bolus was programmed by the user prior to delivery. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The physical controller was received for investigation. Investigation of the audit logs found evidence of interaction to program the 16.7 u bolus. The logs show that the application was entered and the use cgm button within the bolus calculator was used to load a cgm value of 394 mg/dl into the bolus calculator. The confirm button was pressed to initiate delivery of the bolus. The logs show the application was entered again before the bolus completed delivery. The returned controller was found to function as intended during testing, and no issues were found that would contribute to the reported uncommanded boluses. Touch screen testing found no evidence of touch screen sensitivity issues or incorrect inputs. All boluses delivered during testing required input with the controller. No evidence of an uncommanded bolus was found during the investigation.